Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and pacer testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of an ECG lead off message. This is not an indication of a device malfuntion. This is an expected advisory if one or more leads are not properly connected or making contact to the patient. The device was recertified and returned to the customer. The clinical log files were not available to review as part of this investigation. No trend is associated with reports of this type.